Manufacturer narrative:
Continuation of d11: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the patient was without therapy but no symptoms were reported. To clarify the issue, the rep stated, ¿to my un derstanding, the patient had a pump replacement in march 2020. The patient had expressed concerns about not receiving adequate medication. During the replacement, the physician was unable to aspirate and it was determined to replace the catheter at that time, however, the physician was unsuccessful. The physician referred the patient to a neurosurgeon for a catheter replacement.¿ the cause of the catheter issue was not determined. Actions taken to resolve the issue were not known. The catheter was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 02-apr-2009, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(4), ubd: 21-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving baclofen (3500mcg/ml at min rate) via intrathecal infusion pump for intractable spasticity. It was reported there was an issue with the catheter sometime after the last normal pump replacement. The hcp tried to replace the catheter but was unsuccessful so they will be replacing the whole catheter today and keep the same pump. The rep was also calling to review scenarios of what to program if they replace the whole catheter and change the drug concentration. Priming scenarios were reviewed.